Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 350 mg/dl at the time of incident and current blood glucose was 480 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed self test. No unexpected vibrate anomalies noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.